Manufacturer narrative:
Correction: d9 should have been yes. The reported event of ¿a "bend" in the end of the lead¿ was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a procedure. During the procedure, the physician noted that the right ventricular (rv) lead was bent. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.